Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reports receiving a communication error while wearing the pod. Once at the hospital the patient was treated with intravenous fluids and insulin. In addition the patient reports while in the hospital their blood glucose level had dropped to 47 mg/dl. The patient was released from the hospital the following evening.